Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2014 at 20:24:11.during night drain cycle seven, the patient's ultrafiltration reading was 137ml, indicating the home patient (hp) drained 137ml more than their maximum programmed fill volume of 220ml.no additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The cause was a false empty detected and an inappropriate bypass of the low drain volume (ldv) alarm, not including the initial drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.